Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation with the voyager, the balloon ruptured at 6 atm. Another company's 2.0 x 15 balloon was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage during mfg, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep prior to use. The lesion was 90% stenosed, mildly tortuous and mildly calcified, which may have contributed to the reported balloon rupture. It is possible that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured during the second inflation. In this case, a conclusive cause for the reported balloon rupture could not be determined.